Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿acetabular re-revision with impaction bone grafting and a cemented polyethylene cup; a biological option for successive reconstructions¿ by b. Willem schreurs, et al, published by hip international (2015), vol, 25, no. 1, pp. 44-49, doi: 10.5301/hipint.5000193, was reviewed. The aim of this study was to report the clinical and radiographic outcome of acetabular re-revisions with use of ibg and a cemented polyethylene cup after a follow-up of 5 to 15 years. The components used in the index surgery are unknown. The 11 re-revisions occurred between july 1991 and may 2007. Of the 11 re-revisions, only 1 hip was implanted with a depuy product. This patient was no revised at 15- year follow-up. The remaining implants used in the re-revision surgeries were competitor products. The cement used for implant fixation was a competitor product. Depuy implants used: 1 charnley elite plus tha comprised of an all-polyethylene cup, a bipolar femoral head, and a cementless femoral stem. Results: the authors provide detailed information for implants and reasons for implant revision. However, they do not give provide patient information to identify the listed complications or events associated with specific implants. The complications captured in this complaint are all complications not associated with a revision provided by the authors. 1 instance of femoral heterotopic ossification extending between the head and cup causing a joint dislocation. The bony exostosis in the intertrochanteric region was surgically excised and all components were retained. The patient had no further dislocations at final follow-up. Captured in this complaint: 1 charnley elite polyethylene cup for joint dislocation, extraskeletal ossification, surgical intervention; 2 femoral heads- both for extraskeletal ossification and surgical intervention and one for joint dislocation, and one charnley elite stem for extraskeletal ossification and surgical intervention. The remaining complications and re-revisions in the study are attributed to competitor products and are not captured in this complaint. "